Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient lost their balance while trying to transfer from the chair to her wheelchair and fell on her bottom. Environmental/external/patient factors included the patient's husband normally helping with the transfer but she decided to transfer without his knowledge and fell. No diagnostics/troubleshooting was performed. Interventions/actions included the patient being at the hospital getting a CT scan to determine if her vertebrae is fractured. The issue is not yet resolved. Unknown if surgical intervention occurred. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the circumstances that led to the loss of balance was due to trying to turn without using their walker. The CT scan was negative. Steps taken included doing physical therapy. It is not yet resolved and is doubtful to resolve because of parkinson's.